Manufacturer narrative:
Reported event: an event regarding rom involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing stiffness, swelling, and dark discoloration of the knee post-implantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer.

Event description:
Patient stated she is experiencing stiffness, swelling and dark discoloration to the right knee along with the knee being "hot to touch". Patient states she has been experiencing these symptoms since the surgery, (B)(6) 2022. The swelling is on the outer part and above the right knee which has become more swollen in recent weeks. Patient claims that she does have a known cobalt and nickle allergy in which she informed her surgeon prior to the procedure. Two weeks following the procedure she experienced a facial rash which was treated with prednisone and cortisone cream. Rash abated within several days. Patient stated that lab work was done a couple of months after the procedure and did not confirm anything. Patient stated she sought a 2nd opinion and was advised by the physician assistant to wait a year from the surgery to allow the knee to settle out. Patient is requesting material compatibility for the implants.